Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not recognize when the set has been dislodged" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, the ultrasonic sensor required to be replaced as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not recognize when the set has been dislodged. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.